Event description:
It was reported that on (B)(6) 2024, the patient underwent orif with a va-dhp plate for distal humerus fracture. In the process of drilling with sharp or wide angle to most distal screw hole on the plate, drilling and aimed screw were being air, the torque worked poorly, therefore, metal grinded objects were noticed. Once they were taken out, without wide angle condition, drilling to the same hole, the most distal screw one, was performed as retry for insertion, as a result, the torque well-worked. Intra-op image intensifier confirmed there is no the remainders in the patient¿s body. The surgery was completed successfully without any surgical delay. No further information available. This report is for one (1) 2.7/3.5 ti va-lcp postlat dhp- lat supt 4h/lt/88mm-med-ster. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3/h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot a manufacturing record evaluation was performed for the finished device (part # 04.117.104s lot # 9449p86) and no non-conformances / manufacturing irregularities were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.